Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had loss of capture. It was later clarified that the lead was revised initially, however the same issue resurfaced. On the subsequent time, the lead was explanted and replaced. No patient complications have been reported as a result of this event.